Event description:
Reported as "perforation of access port tubing."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device found an opening in the port tubing between the stainless steel connector and the injection site. The opening is consistent with puncture by a needle and may be the source of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".